Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The reporter indicated the device will not open or close. Additional information was requested and received indicating the patient needed surgical exploration of the groin to retrieve the broken device inside the femoral vein, followed by surgical repair of the femoral vein. The intended procedure was abandoned.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the customer report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the complaint to be reviewed. Without the necessary evidence, a thorough investigation cannot be completed. Determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.